Event description:
It was reported that during the implant procedure, after placing the leadless implantable pulse generator (ipg), it was observed the patient's blood pressure dropped and that there appeared to be a pericardial effusion. A fellow assisting the doctor during the lead extraction noticed that the pressure dropped when the temporary pacing wire was removed. There was an attempt to drain with a pericardiocenteses needle and sheath but unable to drain. A cardiac surgeon was brought in to make a small pericardial window sub-xyphoid and drained successfully leaving a chest tube in place. Patient regained pressure and left the room in stable condition. It was further noted the doctor did not know the cause of the pericardial effusion. It was noted it could be due to the lead extraction where the doctor has seen this before. The doctor was not sure if it was the delivery system, as there was four repositioning that occurred. The doctor also mentioned that it could have also been the location and implant/removal of the temporary wire. There were multiple factors that could have contributed to the pericardial effusion. The device remains in use. It was also reported the physician noticed that the side port tubing had a kink in it. It did not create any performance issues with the introducer. No leaking or breakage of the tubing was seen. A different introducer was used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.